Manufacturer narrative:
The exact cause of the event could not be determined because of insufficient information being provided. The reported event was that the axle had backed out, the cause for this must have been that the circlip had disengaged from it securing location, the root cause of this movement is most likely that the circlip was not seated correctly at the point of insertion during surgery. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- operative x-rays, as well as patient history and follow-up notes are needed to complete the investigation to determining a true root cause. Device was implanted for over 4 years without any reported issues. Note: all siw product that are approved and released for use, have been confirmed as being manufactured correctly to relevant requirements at the time of manufacture. Providing all items are inserted/assembled correctly there would be no reason to anticipate any disassociation of any device or subcomponents.

Event description:
The surgeon initially ordered a replacement device believing that the distal femur jts in situ had reached maximum extension. Upon review of the x-rays provided, stanmore implants determined that the device still had 20 mm of potential lengthening available, which is believed to be sufficient for this (B)(6) patient. However, the review of imaging also revealed that the axle appeared to have backed out of the tibial component. Thus a revision procedure consisting of replacement of the axle and plastic parts is instead being scheduled. Please note the initial MDR for this event included 2 issues, maximum extension and axle backing out. This complaint has been split into 2 to address both issues separately. (B)(4) (3004105610-2016-00049) addresses the maximum extension, (B)(4) (3004105610-2016-00165) addresses the axle backing out.